Manufacturer narrative:
(B)(4). This is report 3 of 3. The sample is not available. A review of all batch record documents was performed for potentially associated lots h12d27068, h12f06075, h12h21039 and h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, the review of manufacturing records for potentially associated lots revealed no issues or deviations from standard procedure, and the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue.

Event description:
On (B)(6) 2012, the patient contacted baxter technical services with a question about his therapy. During the conversation, the patient stated he had peritonitis. On (B)(4) 2013, product surveillance spoke with the peritoneal dialysis registered nurse regarding the peritonitis event. The following information was reported. In (B)(6) 2012, the patient began automated peritoneal dialysis (apd) therapy. The patient primarily performs therapy using the cycler, but has been trained to perform manual therapy as a backup. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was initially treated with gentamicin intraperitoneally (ip) and then switched to vancomycin ip. The patient was not hospitalized for this event. Peritoneal dialysis (pd) therapy was ongoing. The patient was recovering from the peritonitis event. The nurse stated the peritonitis was unrelated to any baxter disposable, device or pd solutions.